Event description:
I had breast implants placed in 2011 in (B)(6), I began experiencing pain. I had an MRI which showed I had rupture in both implants. The pain grew in severity over the next 2 months where I could not even pick up my daughter. I had them removed in (B)(6) 2019 and the doctor said they looked like they were inside my body for 30 years. The shell was completed disintegrated. I don't believe there are any studies on implants after they are in a body for a length of time only when brand new. I want an explanation why they ruptured. It is extremely rare for both too, and I am worried my health is in danger. I breast fed and pumped while having the implants in 2015/2016, and I am not sure exactly when they ruptured as it's unlikely they ruptured at the same time. I am also extremely upset and uneasy as the implants I had were textured implants which are banned in (B)(6) and (B)(6). FDA safety report ID# (B)(4).